Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released based on the products acceptance criteria. A complaint history examination indicates that this is the (B)(4) complaint received against the trocar component lots for leaking. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned the device history record review indicated that the product was released according to product¿s acceptance criteria, the root cause for the leaky trocar cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars were leaking during a vitrectomy surgery. Additional information was requested and received clarified the event date. There was no patient harm. The procedure was completed by changing the cassette and this caused a 5-10 minute delay. This is one of three reports being filed for the same facility. This report is for one of the two leaking trocars event which occurred on (B)(6) 2015.